Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and gave the part number to order a replacement battery. Physio-control has made multiple attempts to contact the customer regarding the status of their device but has not been successful. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with this event.